Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the day of use.

Event description:
It was reported that the catheter fell out of the patient on the day of use.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with connected sample port connector and a cut inlet tube portion. Visual inspection of the sample noted a hole over the drainage lumen (measuring 0.0830 inches) located 0.4665 inches from the bifurcation point. This was out of specification which stated, "shaft shall be free of kinks, cuts, tears and irregular surfaces." The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.7065 inches) and found to be within specification (0.5 - 0.8 inches). The catheter was confirmed to be size 12 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."